Manufacturer narrative:
The fraxel device treatment tips do not delivery any energy and no treatment data is stored on the tip itself; therefore, there is no information to gather from their return. The device has no system/data logs that can be reviewed. The device is designed with software safeguards (such as a power on self-test) that will trigger error/event codes should the device be outside of acceptable limits. The customer can also utilize the burn paper to confirm the device laser is providing the correct pattern/coverage. The customer did not perform requested burn paper test and thus we cannot verify proper pattern/coverage. The plant evaluation is underway.

Event description:
A user facility reported a patient had an infection following a fraxel treatment. Pictures of the patient were reviewed and there was evidence of inflammation, erythema and skin flaking on the upper chest and neck area. In another picture, there was evidence of the erythema recovering with post inflammatory hyperpigmentation in place. The patient was treated with unspecified antibiotics provided by their family physician. They are currently healing, but not completely. There is a possibility of permanent scarring. There were no other treatments being performed in the same area where symptoms were reported and the patient had not undergone any other treatments in the same area within 30 days prior. The patient had received fraxel treatment before in the same symptom areas but did not experience any adverse effects. It is unknown if the patient had any sun exposure during post procedure healing. The patient used a generic post treatment cream provided by the user facility. The patient skin treated was type 2 and treated on the 1927 wavelength at a depth of 15, coverage 5, and 8 passes. There were no overlapping passes. No system errors or discrepancies were observed on the device and tip. The tip was used three times earlier, in the same day, on other patients prior to this patient treatment. The customer did not perform any testing of the device before this patient treatment occurred.

Manufacturer narrative:
The product was not returned for evaluation; therefore, service could not confirm the complaint. The customer did not perform a requested burn paper test and thus we could not verify proper pattern/coverage. It is the responsibility of the customer to perform the burn paper test and submit it for review and if they do not, there are no further actions to be taken. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. According to fraxel dual laser system user manual, infections are a known possible complication after a fraxel treatment. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices such as the fraxel laser systems. If observed, infections should be treated appropriately with topical and/or systemic medications. It was reported this was not the first time the tip was used. No information was provided regarding cleaning and high-level disinfection tip procedure. It is the responsibility of the user to clean the tip before treatment use. The customer reported no system issues or anything out of the ordinary during treatment. Based on the available information, no causal factors can be determined and no conclusions could be drawn. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number. Trending will be performed to monitor this issue. No further action is required at this time.